Manufacturer narrative:
Evaluation of the returned pod packing coil confirmed that the embolization coil was detached from the pusher assembly. It was reported that the embolization coil unintentionally detached, during manipulation within the parent catheter. Evaluation revealed that the sr component was fractured, and the proximal constraint sphere was not present on the returned embolization coil. This type of sr component fracture may occur if the pod packing coil is retracted against resistance during use. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation of the device revealed offset coil winds on the embolization coil. Some of the offset coil winds may have occurred during advancement against resistance and some may have occurred during packaging for return to penumbra. The pusher assembly was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (packing coil), ruby coils, and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted two ruby coils and one packing coil into the target vessel using the lantern. While attempting to advance another packing coil through the mid-shaft of the lantern, the packing coil became stuck within the lantern. While attempting to push and pull the packing coil within the lantern, it unintentionally detached. Therefore, the lantern containing the packing coil was removed. It was reported that the packing coil was flushed out of the lantern on the back table. The procedure was completed using a new packing coil and the same lantern. There was no report of an adverse effect to the patient.